Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the therapy supply test failed. There was no patient involvement. Remote service was provided which concluded that a replacement capacitance assembly is required. The part has been ordered and requires to be fitted. The investigation concludes that no further action is required at this time.